Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the associated device intermittently failed to capture the patient's heart rhythm using these electrode pads. Complainant indicated that the clinician obtained another set of electrode pads and the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation. The returned electrodes passed testing with no discrepancies found. Electrodes from retained samples of the same lot number 0618e were evaluated. Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.